Event description:
It was reported that the customer experienced high blood glucose of 400mg/dl, and the insulin pump was not delivering insulin. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement and the manual prime tests passed. Assisted the caller to run a fixed prime test and the insulin did not exit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.